Event description:
The user facility reported that during an attempt to stent a renal artery after an endograft migrated up and covered the artery. The navicross tip broke off in the renal artery. It was stented over, and the procedure completed. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. Additional information was received on (B)(6) 2021. Just the tip apparently broke off because they could only see one marker. A glidewire was used. Renal artery did not have calcification. It was difficult to get past the aaa graft.